Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements were noted to be chronically high around the 2,000 ohms range. Boston scientific technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was left programmed to bipolar configuration and the physician will continue monitoring.

Event description:
Additional information was received that during a routine in clinic follow up, continued high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician elected to increase sensitivity on the rv lead and continue routine monitoring.